Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with an unspecified dermal filler. Three months later, the patient experienced an ¿inflammatory reaction (granulomas, sensitive nodules, and swelling at the injection site).¿ biopsy was not provided. The event resolved, and the patient requested an additional application of the dermal filler.